Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient&#38112;physician couldn't get [the patient] out of sinus rhythm during a recent ablation, per the patient. The patient also stated that the device was recently adjusted and that chest pain was experienced. The device remains in use. No further patient complications have been reported as a result of this event.